Event description:
It was reported that the customer received repeated no delivery alarms on the insulin pump and had performed troubleshooting previously, involving multiple set and infusion site changes. The customer had tried different cannula lengths. The insulin was not expired or denatured. The patient was rotating sites and avoiding scar tissue, and using the serter device according to instructions for use. The tubing was not bent or kinked. Customer stated he had not tried all remedies. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window.